Manufacturer narrative:
On (B)(6) 2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. Reported issue could not be replicated. On (B)(6) 2016 a medtronic representative, following-up at the site, reported the surgeon registered the patient initially with accuracy, then approximately 15-20 minutes into the procedure, the surgeon questioned the accuracy and after verifying a couple of anatomical landmarks deemed the accuracy was 1-2 centimeters off. At that point the surgeon re-registered, re-gained accuracy and continued the procedure without further issue. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic ent representative reported that, while in an ear, nose & throat (ent) procedure, the surgeon alleged an inaccuracy of 1-2 centimeters laterally. This occurred during accuracy the check after patient registration. The patient was re-gistered and the surgeon proceeded with no further issues. The surgeon completed the procedure with the use of the navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome.

Manufacturer narrative:
Although the confirmed cause of this event cannot be determined it is suspected that the cause of this event was related to movement of the tracker of frame. The instruction for use which accompanies the navigation system contains the following warning regarding tracker/frame movement: "warning: do not bump or reposition the patient reference after registration. Movement of the patient reference will result in inaccurate navigation. If the patient reference moves in relation to the patient anatomy at any time after registration, you must re-register."